Manufacturer narrative:
Additional information d9, d10, h3, h6 and h10: baxter received and evaluated the device.  A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported condition was not verified. The device was found to deliver within specification during flow testing.  Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed flow rate test during the preventive maintenance at the biomed service department. There was no patient involvement. No additional information is available.